Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump stopped for approximately 3-4 minutes and was able to be restarted. There were also runs of ventricular tachycardia noted. A new pump was inserted prior to transfer to the intensive care unit.

Manufacturer narrative:
The site reported that the pump stopped shortly after initiating support on (B)(6) 2021. The field lt and rt data logs were reviewed, and a impella stopped ¿ motor current high alarm was confirmed. The pump was able to be restarted and functioned normally for the remainder of the 3-hour case. Visual inspection of the returned pump did not reveal any abnormalities that would have contributed to a pump stop. The pump was run in a water basin at various p levels with no pump stop reproduced. However, it was noted that motor current was high throughout the lab run (greater than 800 ma) and the pump was naturally purging more quickly than normal. The root cause for the pump pause could not be determined through this evaluation as the issue was unable to be reproduced. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.